Event description:
Per the clinic, the patient experienced an irritation and infection at the abutment site (specific date not reported). Subsequently, the patient was treated with oral antibiotics. The patient was placed under general anesthesia on (B)(6) 2024, for a skin revision surgery. The abutment was also removed during the same surgery. The implanted device remains.